Event description:
The field engineer reported that the system would lock up when the customer tried to swap an image to the right monitor. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. As a precaution, cine bridge board was replaced. The system was tested and found to be working as intended and put back into service.